Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. The insulin pump had cracked battery tube threads.

Event description:
It was stated that the insulin pump had cracks near the battery compartment. Nothing further was reported.